Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a 24mm watchman flx pro laa closure & delivery system (wds) were selected for use. A baseline pericardial effusion was noted prior to the procedure. After the pigtail exchange the patient blood pressure started dropping. The procedure continued and the physician made the flex ball in the laa, before the pericardial effusion was noted to have changed. The wds was deployed and then the physicians addressed the effusion, which developed into cardiac tamponade. A pericardial tap was completed, and four to five syringes of fluid were removed. The patient was admitted into the hospital. There were no further complications reported.